Manufacturer narrative:
This MDR 2031702-2008-00037 is being filed beyond the 30 day reporting timeline.

Event description:
The ventilator turbine allegedly turns on and off. This was found at the svc ctr and not while it was on a pt. No pt harm reported.